Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A 32mm talent aaa stent graft system was implanted in a patient for the endovascular treatment of an 8.5 cm in diameter abdominal aortic aneurysm. It was reported that the patient presented with back pain. A non-contrast CT showed the talent graft had migrated and was approximately 7cm below the renal arteries without the presence of an endoleak. The physician implanted an endurant ii 36mm cuff in conjunction with aptus endoanchors, resolving the event. Per the physician, the cause of the event could not be determined. Disease progression may have contributed to the event. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.